Event description:
Boston scientific crm received information that this representative contacted technical services to report that this patient underwent a scheduled device replacement recently due to normal battery depletion. During a scheduled one-week wound check, a review of stored data identified two non-sustained episodes associated with right ventricular (rv) electrogram noise on the pace/sense and shock channels associated with oversensing. Subsequently, this patient's latitude monitoring system detected a red alert (high rv lead impedance) with a measured rv pacing impedance greater than 2000 ohms. Technical services discussed a possible connection issue (i.e. Loose setscrew, terminal pin not fully inserted into the header) or lead fracture. Boston scientific crm received information that this patient's latitude monitoring system was programmed to perform daily checks and weekly data downloads. No invasive assessment was planned and the patient has been rescheduled for an in-clinic follow-up. Boston scientific crm received information that this patient's latitude system detected another red alert (high rv pacing impedance). The local representative was notified and technical services was informed that this clinic is aware of the alert. The representative requested that technical services contact the physician to discuss further. The local representative mentioned that the stored episodes contained electrogram noise on the rv pace/sense channel. Boston scientific crm received information from the representative that this patient's device will be followed on a monthly basis. Subsequently, boston scientific crm received additional information from the representative in (B)(6) 2010 that the rv lead was fractured. The physician elected to reprogram the device to monitor only. Due to other patient conditions the physician has decided not to revise the rv lead. The patient will be unenrolled from the latitude monitoring system.

Manufacturer narrative:
Subsequently, this patient's latitude system triggered a red alert (v-tachy mode set to value other than monitor + therapy) in (B)(6) 2010 for a change in this device's tachycardia mode that was detected back in (B)(6) 2010. The information was reviewed by the clinic from latitude's physician web site. To date, the patient has not been unenrolled from the latitude system as had been previously planned.